Event description:
Plaintiff alleges that he became sensitized to latex from his exposure to latex gloves. He alleges that he is now at serious risk for an anaphylactic reaction. In addition, he alleges suffering severe emotional distress, an inability to engage in normal activities, has suffered physical injuries and great despair and loss of the enjoyment of life; all of which are of a permanent and continuing and life-threatening nature.